Event description:
The customer observed an event in which the reagent supply inventory did not accurately reflect the microwell reagent packs loaded while using vitros 5600 integrated system. In this event, no samples were processed as the suspect condition was noted by the operator. Inaccurate reagent supply inventory may lead to biased results of a direction and magnitude that may lead to inappropriate physician action should they occur undetected. There was not report or allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4)

Manufacturer narrative:
The investigation determines that an event in which the microwell reagent supply 4 inventory did not accurately reflect the microwell reagent packs loaded while using vitros 5600 integrated system occurred. Although the investigation is on-going and the specific root cause of the event is unknown, the cause of the event is most likely instrument related. The investigation has determined that a specific sequence of instrument software events occurs that results in a scenario in which the microwell reagent supply 4 inventory is inaccurate without alerting the user.